Manufacturer narrative:
January 25, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: it was reported that the battery voltage was at 6.36v and the magnet rate at 91min-1 when interrogated in its commercial packaging at ambient temperature just before the implantation and it was considered as "to low" when compared to a previous note on the evolution of the battery voltage and magnet rate with the date of manufacturing; additional information confirmed that device was previously stored at rather low temperature during a certain time before arriving to the hospital, thus the temperature of the device and of its internal components could have decreased consequently; the technical note "battery test on the field" which was distributed to the field on 15 july 2008 gave recommendations when measuring battery voltage and magnet rate or charging time: "this test has to be performed after having stored the device in standard ambient temperature and pressure for more than two days."; the observed battery voltage and magnet rate decrease is due to the exposure to low temperature during storage and transport. When arriving to the hospital, there was not enough time to retrieve an ambient temperature inside the device. The different tests performed after reception confirmed that the battery voltage and the magnet rate of the returned ICD were normal when stored at an ambient and stabilized temperature; the device has been recycled at the final step of the manufacturing process in order to reload the software and the parameters. It will be released back for distribution after control of the operations performed in compliance with our manufacturing and quality procedures.

Event description:
Before implantation, the device was interrogated and the battery voltage and magnet rate seemed very low. Therefore, the device was not implanted.